Manufacturer narrative:
Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 23mm sapien 3 ultra aortic valve was explanted after 4 years and 11 months due to stenosis, halt, and regurgitation. A 23mm surgical valve was implanted in replacement. According to the medical record, this patient had been experiencing exertional fatigue and 2 episodes of chest tightness. A follow up with the cardiologist realized severe aortic stenosis and mild to moderate aortic insufficiency by echocardiogram. A tee performed approximately 4 years and nine months post implant noted an abnormal bioprosthetic valve, leaflets slightly thickened, peak gradient of 39mmhg, and eccentric moderate aortic insufficiency. The mean gradient by cardiac catheterization was 38mmhg and the ava was 0.83cm2. The patient underwent a redo aortic valve replacement via mini sternotomy approximately 4 years and 11 months post implant.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaints for stenosis, regurgitation, and leaflet thickened/halt were confirmed based on the medical record provided and current information. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification/regurgitation/increased gradient), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had vast comorbidities (e.g. A history of aortic stenosis (tavr 2020), type I dm, hypothyroidism, etc.), which are known factors that may increase the risk of valve degeneration, leading to stenosis and thickened leaflet as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the stenosis and halt. However, a definitive root cause was unable to be determined. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause for the regurgitation was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.